Event description:
Additional information - the issue of post-paced t-wave oversensing was discovered via remote transmission. The device was then reprogrammed to address the issue. There were no patient symptoms or consequences noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was oversensing post-paced t-waves. The patient was in stable condition. Further information such as device serial number was requested but not yet received.